Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone: (B)(6).

Event description:
Qv otc caller asking if bloody nose will affect test; had runny nose prior and during test -- tss advised that blood will not cause cross reactivity or interference with test; tss requested more information regarding bloody nose.